Event description:
It was reported that signal loss over one hour occurred. The product was evaluated. An external visual inspection was performed and passed. Voltage test was performed and passed. Pairing test/download with nordic bluetooth device was performed and failed. Data log review was performed and showed no data. The allegation was confirmed. The probable cause defective transmitter. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).